Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed error message code "error 44" and "error 45" on the monitor screen while attempting to charge the defibrillator. The complainant indicated that there was no pt involvement in the reported failure.